Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Event description:
One screw backout of lateral plate after variax elbow surgery. The revision surgery is not planned in particular, but probably the elbow joint replacement surgery will be performed because the fracture is not yet union.